Manufacturer narrative:
Investigation: visual inspection revealed that the inside tip of the cold jaw silicone boot was detached and the detached piece was not received. The top was peeling. The heating elements were lifted up somewhat. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot came off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro coating on the tip came off. There were no patient effects. The product was returned.